Manufacturer narrative:
A company service representative examined the system. The representative replaced the phacoemulsification controller circuit board for diagnostic purposes and no problem was found. The original circuit board was put in the system again and was tested for many hours. No problem was found. The software was then updated. The system was then tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "no patient impact" (no known impact or consequence to patient). Product problem(s): "ultrasound not working" (operating system becomes non-functional). A nurse reported, the ultrasound was not working. This event did not generate a system message, and surgeon was using two handpieces simultaneously. There was no patient impact reported.